Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that surgeons performed a revision of a gamma nail in patient's left hip due to periprosthetic fracture (cause unknown). Patient was revised to a restoration modular hip system.